Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on keypad traces. Unable to confirm unexpected low battery alarms and battery out limit alarms due to keypad anomaly. Moisture damage noted on lcd board and on mother board. Cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the buttons on the insulin pump were not working. Customer stated that they received a low battery alarm and after changing the batteries the buttons were not working and they were unable to clear the alarm. Customer mentioned noticing condensation under the lcd screen. Customer's blood glucose reading at the time of the call was 490 mg/dl and customer has treated with flex pen. Customer was advised to revert to a back up plan and the insulin pump is being replaced.